Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient noticed a return of symptoms (leaking) about a week ago. The patient stated that it had been really bad yesterday and today. When asked, the patient said they had a colonoscopy on (B)(6) and was told to turn therapy off for the procedure, however, they didn't recall if they turned it off or not. The patient also said they had been in and out of stores more recently and wondered if going through theft detectors could have something to do with the return of bladder symptoms. The patient said that last week they noticed that the setting was at 0.1 when it was at 1.8 before. The patient said that they increased the setting to 1.1, however, they said they only experienced symptom relief for a day or two and then started leaking again. The patient said this morning they increased to 1.8, however that was too strong so they decreased to 1.7 and could still feel stimulation. When asked, the patient said there were no changes, however, later in the call the patient mentioned since it became colder, they had been drinking more hot herbal tea. Therapy information and general programming guidance was reviewed with the patient. With instruction, the patient decreased the setting to 1.3 and stated this felt more comfortable. The patient would maintain stimulation level and would continue to track symptoms. The option to switch programs was reviewed with the patient. The patient mentioned they had an appointment scheduled with the managing physician's assistant next thursday. The patient was redirected to consult with their healthcare provider (hcp) regarding the change in symptom control.